Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst damage was unable to be confirmed neither the complaint device nor applicable imagery was provided for evaluation. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. However, review of the device history record and lot history did not provide any indication that manufacturing non-conformance would have contributed to the complaint. As reported, "during a tavr procedure using a 29mm sapien 3 valve, the balloon ruptured as the valve was being deployed." As no patient anatomical information or procedural imagery was not provided, a definitive root cause is unable to be determined. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules or over-inflation of the balloon can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In this case, due to limited information, a conclusive root cause was unable to be determined at this time. However, it may be due to patient factors. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no product risk assessment no corrective or preventative action is required at this time. No IFU/labeling/training manual inadequacies were identified.

Event description:
During a tavr procedure using a 29mm sapien 3 valve, the balloon ruptured as the valve was being deployed. The team removed the delivery system and went back in to deploy the valve successfully. No patient complications were reported. Patient demographics were unable to be obtained.

Manufacturer narrative:
Investigation still ongoing.